Manufacturer narrative:
The device was returned for evaluation and found that the device was overtorqued. This fault/damage is consistent with none or incorrect utilization of the ¿torque base¿. The device history record review showed no anomalies that could be associated with the complaint incident were observed. There is no service history for the device under evaluation. The reported complaint was confirmed. The failure analysis investigation has concluded the cause of the handpiece failure was due to handpiece being over-torqued. Device identifier: (B)(4). Product identifier: (B)(4).

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported on behalf of the customer that during inspection of the product prior to use, a c2602 cusa excel 36khz straight handpiece had a vibration alarm during test mode on (B)(6) 2019. There was no patient involvement. Additional information has been requested.